Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a safety needle. The customer reported the nurse pushed forward on the safety device to activate. It did not click at the end of the needle and instead recoiled and the nurse was stuck with the needle. The nurse tried to activate it again but the safety device would not catch or click at the end of the needle and again recoiled.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.